Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2016-02140. It was reported the patient is not receiving stimulation on the right side of her pain pattern. An sjm representative was unable to resolve the issue with reprogramming as the patient experienced visible muscle twitch/shaking in her stomach and upper chest area. X-rays revealed the scs lead(s) had migrated. The physician determined the migration was not significant enough to cause the stimulation issues. Surgical intervention may be taken at a later date to address the issues.